Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained which resulted positive for enterobacter cloacae complex. The patient was subsequently hospitalized on (B)(6) 2023 as the unspecified symptoms worsened. No antibiotic information was provided. The hospital discharge date was not provided. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, the culture result of enterococcus cloacae complex suggests a breach in aseptic technique. This is a group of diverse bacterial species that are widely present in nature and are part of the gut commensal microbiota of animal and human populations. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained which resulted positive for enterobacter cloacae complex. The patient was subsequently hospitalized on (B)(6) 2023 as the unspecified symptoms worsened. No antibiotic information was provided. The hospital discharge date was not provided. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Additional information provided in d9 and h3. Clinical review: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.